Event description:
The customer reported via phone call that she was on vacation and she received a button error alarm. Customer stated that she took off the battery and that the alarm occurred about 2 weeks ago. Customer was in the middle of bolusing when the numbers kept scrolling after entering the carb units. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corners, broken battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.